Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Reportedly, customer had to unplug the ac and battery to turn the unit off. The customer reported there was no patient involvement.

Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.